Event description:
Pharmacy tech noted a 5ml bd syringe had brownish markings on it. We were unable to scrape the markings off. They appear to be imperfections within the plastic. Did not reach patient.